Event description:
Customer reported monitors are intermittently blanking out. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the ffb and sys interface boards, and reloaded software. Sys operates as intended.